Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was 293 mg/dl. Reportedly, the customer reverted to manual injections for continued insulin therapy.